Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed that the tachycardia within the mentioned episode did not fulfill the programmed onset and the ICD therefore did not deliver anti-tachycardia therapy. The onset was not fulfilled, as an underlying tachycardia below the programmed intervention frequency was ongoing, before the tachycardia gradually accelerated into the programmed vt zone, without fulfilling the onset at any interval. A change of the sensing parameters as well as an adaption of the intervention frequencies was recommended for this individual patient. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
(B)(4). It was reported that the device did not deliver the appropriate therapy as the patient experienced ventricular tachycardia. The patient had to be defibrillated externally. The ICD has not been returned to biotronik and no explant date was provided.